Event description:
It was reported that during an apparent implant attempt, the lead would not screw in, there was positioning/fixation difficulty, and there was no capture. The lead was apparently not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.